Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius peritoneal dialysis (pd) patient requested assistance with their cycler. Upon follow up, the patient¿s caretaker reported that the patient experienced a leak during their pd treatment. The patient¿s caretaker stated that there was no medical intervention necessary and that there was no serious injury to the patient. It was reported that there is no sample available for manufacturer evaluation. Multiple attempts were made to obtain additional information, but none was provided.